Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not power on monitor) was confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation the battery cell voltages were mis-matched at 0v, 0v, and 4.52v. The cause for the inability to charge in a charger or power on a monitor is the discharged cells. The root cause for the discharged cells was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A u.s. Distributor returned battery pack sn (B)(4) indicating that it would not power up a monitor.